Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(4) 2018, a field service engineer (fse) was at customer's site, fse performed preventive maintenance (pm) to instrument since maintenance was due. Fse replaced pm parts and pm procedures followed in anticipation of remedying the low pressure, but sporadic low pressure error continued after successful calibration and precision tests. Fse replaced the solenoid valves, error cleared after valve replacement. The g8 instrument is performing as intended. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(4) 2016 through aware date (B)(4) 2018. There were two (2) similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 3 - assay operations states. Area: the peak area corresponds to the volume of each fraction. This is the value calculated by integrating the detector output by time. The unit is mv-s (millivolt-second). The total area, which is the sum of all individual peaks, changes depending upon the sample concentration. The acceptable range of total area is from 500 to 4000. However, optimal results are obtained in the total area range from 700 to 3000. When sampling whole blood directly from a primary tube, the analyzer automatically dilutes the sample by a fixed ratio of about 1:200. Samples will normally not be outside of the range indicated above, but in the case of a very low hemoglobin concentration (dialysis patients, anemia patients, etc.) The total area may drop below 500. In this case, transfer the blood cells to a sample cup and run the assay again in the alternative sampling position. Please refer to the g8 variant analysis mode training manual. The g8 operator's manual under chapter 6 - troubleshooting states, 200 area low error, three successive results below the lower limit of the total area (50) occur. If the error message is present when sufficient volume of sample is set in the rack, the problem may be caused by an empty reagent (hemolysis & wash solution).check the remaining volume of hemolysis & wash solution and start the assay again. One hundred and one (101) pressure low error is generated when the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. It also instructed the customer to: "if the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed." The most probable cause of the reported event was due to failed solenoid valve sv3.

Event description:
On (B)(6) 2018 a customer reported getting error messages 101 pressure low and 200 area low on the g8 instrument. Customer replaced the sample probe, but stated waste line was not backing up after the replacement, and errors persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.